Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, suffocating. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 28 , 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, suffocating. There was no serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower grommets, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the ui panel. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.